Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that during an advanced trial procedure the plastic straw that goes over the tunneler was "crinkling," they "tried to reverse it and the same thing happened." A different straw was used and the new straw did not crinkle and worked just fine. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the tunneling tool revealed that both ends of the straw were damaged. Due to the damage to the straw, only the thickness could be checked. The thickness measured within specification on both ends of the straw.

Event description:
No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative indicated that the straw crinkled when it was introduced into the subcutaneous later of the skin. The surgeon re-loaded the straw to reinsert the straw, and that side crinkled as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.